Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. During the implant, slow distal flow was observed on contrast imaging after removal of the repositioning sheath and guidewire. An external femoral-to-femoral bypass was placed to address the issue. Transesophageal echocardiogram showed significant right ventricular dilation and mitral valve regurgitation. The bypass was later removed and a hematoma was observed at the left groin site. A sandbag was placed to prevent progression of the hematoma. Heparin had been stopped and the patient received two units of fresh frozen plasma. The hematoma resolved. The patient was cardioverted for atrial fibrillation with rapid ventricular response. Positive distal pulses were present. The impella cp was explanted and the patient outcome was reported as stable.